Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It has been reported: "due to a chronic infection, the hybrid tep implanted on (B)(6) 2016 had to be removed on (B)(6) 2022. On the explanted implants, a corrosion reaction between the metal head and the stem taper was noticed, which exceeded the usual level".

Event description:
It has been reported : "due to a chronic infection, the hybrid tep implanted on (B)(6) 2016 had to be removed on (B)(6) 2022. On the explanted implants, a corrosion reaction between the metal head and the stem taper was noticed, which exceeded the usual level".

Manufacturer narrative:
Upon further investigation the reported device is OEM. This has been reported by the OEM. Therefore this MDR will be cancelled.